Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that there was a witness mark on the outer hose where an occlusion occurred. It was observed that the hose was ruptured between the handpiece and the pressure relief valve. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper handling. If information is obtained that was not available for the medwatch, a follow-up medwatch will be filed as appropriate. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 2 of 2 of the same event it was reported that during a craniectomy surgery, it was observed that the hose ¿exploded¿ on the motor device. According to the report, the ¿hose and handpiece blew out¿ and ¿emitted a very high pitched sound¿ during the surgical procedure. As a result, fragments of the hose were sent ¿flying¿. The motor device was in use with a compact speed reducer device at the time of the event. There were no delays to the surgical procedure reported as a spare device was available for use. There were no injuries to the patient reported. However, it was reported that there was injury to the staff. The type of injury, as well as if medical intervention or prolonged hospitalization were required, was not reported. Several attempts have been made to obtain additional information concerning the reported event; however, no additional information has been provided. A supplemental medwatch report will be submitted if further information is received.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.